Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a leak from their cassette. The leak was found at a seam in the plastic sheeting at the bottom of the cassette. The event occurred during setup, prior to patient connection. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.